Event description:
Per the surgeon's report, this pt stopped responding to sound. It was not reported whether an integrity test was performed on this pt. The surgeon explanted this device and reimplanted the pt with a new device in 2006.